Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that the patient had muscle spasms/tightening post dosage increase. The patient had dosage increase the previous day on (B)(6). The manufacturer¿s representative met the patient at an emergency room (ER). The patient reported that this had happened previously when dosage was increased, and had to have the dosage turned back down. The patient had waves of upper and lower body muscle contractions that occurred every 2 minutes or so and lasted brief, approximately 5-10 seconds. The patient daily dose was decreased by 40%. Diagnostic methods included checking logs, which showed no abnormalities in pump function. The actions required as a result of the event included reprogramming. The patient¿s status at the time of report was alive ¿ no injury. The locations of issue or symptoms were the upper and lower extremities. Additional information received reported that the pump and entire catheter were removed secondary to on-going problem of original complaint. The patient¿s medication was removed at some point in the past and replaced with saline running at minimum rate. The patient reported that the pump running at low rate was not enough and any increase led to spasms. The pump and catheter were removed in there entirely. The distal segment had a large portion of encapsulated tissue around the anchor. The pump was used to infuse lioresal. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump found no anomaly.